Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4 and the reported baton was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned baton where they were able to verify the reported issue. It was found that when the baton was connected to a test video monitor, the image would disappear when the cable was manipulated near the handle. Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 20-aug-2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer received a replacement and there no repairs available for the device, the returned baton was scrapped. Although the root cause could not be determined, it is likely that the age of the device, six (6) years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently. The procedure was completed using the reported video baton with no delay noted. No harm to the patient or user reported.